Event description:
It was reported that the tip of a tracheostomy tube was not shaped properly. This was noticed during a pre use inspection by the customer. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, the device manufacture date is unknown.